Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that a device did not properly deploy two implants. Investigation of the returned device on (B)(6) 2022 confirmed that 1mm of the needle was broken and unaccounted for. The physician was notified and stated he did a through cystoscopy after the procedure and was not concerned that a fragment was left behind in the patient. No patient adverse events were reported.